Event description:
It was reported that following the implant procedure of a non-boston scientific device, the patient experienced dizziness and tiredness. The physician reviewed the device data which revealed mode switch episodes due to loss of right atrial (ra) capture. Additionally, there were poor impedance values and low sensing from the ra lead. The physician elected to perform a lead revision procedure; however, during the procedure, an alleged fracture was noted on the ra lead. The lead was explanted and replaced to resolve the event and the patient was stable with no additional consequences.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Visual and microscopic inspection noted deformed cathode coil and lead body electrocautery damage - both of which are consistent with damage received during the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations oh high impedance and lead fracture and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that following the implant procedure of a non-boston scientific device, the patient experienced dizziness and tiredness. The physician reviewed the device data which revealed mode switch episodes due to loss of right atrial (ra) capture. Additionally, there were poor impedance values and low sensing from the ra lead. The physician elected to perform a lead revision procedure; however, during the procedure, an alleged fracture was noted on the ra lead. The lead was explanted and replaced to resolve the event and the patient was stable with no additional consequences.